Manufacturer narrative:
Corrected h6, h10, d10. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line assy, bezel assy, door assy, rear case assy and both iui and membrane assy. A review of the device history record for sn (B)(6) was performed from (B)(6) 2008 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor. Due to a damaged housing. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported there were issues with alarm/error codes.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there were issues with alarm/error codes.